Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent auto-off alarms occurred in the morning. Reportedly, the user could not provide a blood glucose (bg) level for prior alarms. However, in the morning of (B)(6) 2016, the user's bg level was 290 mg/dl. The bg level was addressed with a bolus and the user reported a bg level of 205 at the time of the report. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.